Manufacturer narrative:
This info was not provided during initial report nor on completed questionnaire received. Subject device was received. Visual inspection found obvious damage to the dovetail feature of the locking cap. A function check was performed and the result was acceptable. The saddle component rotates freely as required. Review of the manufacturing records showed 100% visual inspections were performed at the component level and the assembly level prior to release as well as no discrepancies associated with this event.

Event description:
Two 8.0mm ti pangea polyaxial screw and two 6.0mm ti hard rods were implanted for a t2 pelvic construct. Followup x-rays taken showed that the rods pulled out of the pelvic screws. Pt was revised to uss instrumentation. The surgeon removed the pelvic construct consisting of screws and one rod. The other rod was either kept and reused or cut in half. The uss instrumentation consisted of two screws, one rod, two parallel connectors, two nuts and two collars. This construct was attached to the longer construct from t2-pelvis using parallel connectors. This is 1 of 5 reports for the same event.